Manufacturer narrative:
(B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, it was noticed that both screws in the two (2) inserter/extractor for child hip plate were bound or cross-threaded making them unusable. The sales consultant attempted to unscrew the one in the infant inserter/extractor, but the screw head snapped off. This did not impact a surgery, as the sales consultant was checking the set beforehand. There was no patient involvement. This report involves one (1) inserter for bifurcated/infant and toddler osteotomy plates. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part number: 332.352 synthes lot number: ft00279 supplier lot number: n/a release to warehouse date: 16feb2017 expiration date: n/a supplier: flextronics america llc no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the inserter for bifurcated/infant and toddler osteotomy plates (p/n: 332.352, lot number: ft00279) was received at us customer quality (cq). Upon visual inspection, the bolt is broken. Since the bolt is broken, the stripped condition cannot be confirmed. Device failure/defect identified? Yes dimensional inspection: thread major diameter = conforming document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the bolt is broken. The stripped condition cannot be confirmed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.